Event description:
Medtronic received information that during the implant of this mitral annuloplasty ring, it was noted that the patient was experiencing valve stenosis. The ring was explanted and a mechanical valve was implanted with no adverse patient effects. The ring was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the ring was slightly discolored showing evidence of blood contact. Small needle holes along with two tears were observed in the sewing cloth. A remnant of a green multifilament suture remained attached to the sewing cloth adjacent to a trigone marker. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the information provided and the analysis, it was determined the cause of the event was related to patient condition and surgeon decision to implant a better treatment option considering the patient's degree of stenosis. (B)(4)